Manufacturer narrative:
(B)(4). Investigation is in progress. A follow-up report will be provided.

Event description:
During a review of an article in the journal transfusion, (volume 53, december 2013), terumo bct became aware of an adverse event reported as part of a study. Patients were undergoing therapeutic plasma exchanges (tpes), and one patient experienced fatigue. The event was reported as mild severity, however, it is not known at this time if medical intervention was required for this event. Patient information, specific procedure date, procedure details and patient outcome are not known at this time. (B)(6). The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately 6.9% of procedures with an overall adverse event rate of 4.8%. The 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. Additional information was obtained from the study's main author and he stated: "the reactions represented mild citrate toxicity unrelated to the apheresis device. These are common reactions seen with all apheresis devices related to the electrolyte disturbances coming from the use of citrate anticoagulant."root cause: because the disposables product was not available for return, no equipment serial numbers were provided in the journal article and the primary author of the article could not provide additional data about the adverse reactions during the study procedures the definitive root cause for the reactions cannot be determined. Possible cause of a citrate reaction (as specified by the study author for these occurrences) is that the donors were experiencing mild reactions due to decreased ionized calcium in circulation as a result of exogenous citrate administered during the apheresis procedures. These symptoms may be treated with oral or intravenous calcium supplements or by adjusting the acd infusion.

Event description:
Due to hippa regulations, the journal article author could not provide any additional information about the study participants or specific treatment for their reactions.